Event description:
Journal ref: handforth et al. "Deep brain stimulation of the subthalamic nucleus as adjunct treatment for refractory epilepsy. "Epilepsia 2006; 47(7): 1239-41. This article describes two case reports of bilateral subthalamic deep brain stimulation (dbs) for refractory partial-onset epilepsy. Reportable event: a female with seizures since encephalitis at age six months was treated with bilateral subthalamic deep brain stimulation. At surgery, distortion by atrophy and prior craniotomy led to a left-lead assignment more dorsal than that of the right. After a second surgery, an MRI indicated the left lead was now intra-stn. Adverse events of left arm and leg dyskinesia, diplopia, and disequilibrium resolved with reprogramming.

Manufacturer narrative:
.